Manufacturer narrative:
No samples have been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The customer reported that the illuminator was dim during the procedure and there was a delay in the case. The pt was uncomfortable and became agitated during the procedure. The surgeon asked that the pt be put under general anesthesia.